Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product dat a/database found the customer comment that the mobile programmer crashed was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a follow up session the mobile programmer displayed a diagnostic message prompting a software update. An attempt was made to connect which failed resulting in the application having to be restarted. Upon a second attempt to connect the application crashed to a white screen with a diagnostic message. Follow up was completed using a legacy programmer. There was no patient involvement.